Manufacturer narrative:
Date of event is estimated. Patient's weight was requested but not received. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000069479.

Event description:
It was reported during an elective ipg replacement, a lead was observed to be fractured. Investigation was unable to identify which lead. As a result, the lead was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.